Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received a no delivery alarm. The customer's blood glucose was 514 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose with the insulin pump and manual injections. The customer's spouse stated that they were feeling groggy. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse performed troubleshooting and did not found leaks and setting issues. The customer's spouse stated that they found air bubbles. The customer's spouse was assisted in clearing the air bubbles. The customer's spouse stated that the no delivery alarm was resolved. The insulin pump will not be returned for analysis.